Event description:
The rpt stated that when moving the transducer system the cartridge was breaking below the flush device or above the zeroing stopcock. The rptr indicated they had experienced this three or four times.